Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Electrode pads were returned for evaluation. Both the returned electrode pads and the lot retained sample passed all testing and met manufacturing specification. It's noteworthy to mention that in communication with the customer as part of the investigation, we were told that the patient was diaphoretic and there was no preparation performed to the patient. It is important to note that during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be for a variety of reasons including, but not limited to, skin preparation, electrode application, or poor coupling. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. This investigation was closed related to patient preparation prior to the application of the electrode pads. Analysis for reports of this type has not identified an increase in trend.